Event description:
Patient's ventilator was alarming. When reporter entered the room to see what the alarm was for, the screen appeared scrambled and unable to decipher. The ventilator was delivering breaths, but in order to safely monitor the patient the decision to change out the ventilator was made. Rn manually ventilated the patient while rt changed out the ventilator for a new one. Patient was then returned to mechanical ventilation.